Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed. The instrument was found to have spring pad damage on the electrode causing it to become stuck to the blue spring pad on the opposite side of the jaw. The spring pad was detached and a broken piece was observed and not returned. Additional findings not related to customer reported complaint: the instrument was found to have a grip ring dislodged. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted non-transthoracic transcervical esophagectomy procedure, fragments broke off a synchroseal instrument which fell inside the patient. The fragments were retrieved during the same procedure which was being completed as planned.